Manufacturer narrative:
Upon visual inspection of the returned unit, the broken tip condition on the cutter was confirmed. The broken piece, however, was not returned for evaluation. Further inspection disclosed pronounced friction wear marks on the housing window inner surface, as well as significant dents and deformation on the window edges, most likely caused by its own cutter teeth. Probable root causes can be associated, but not limited to: components do not fit properly (alignment/gap between cutter and housing assembly), shaver blade comes in contact with a metal object (e.g. Scope) / bone and/or excessive force/torque applied by user (bending/prying). In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke off inside of the patient.

Manufacturer narrative:
Additional information will be provide once investigation has been completed.

Event description:
It was reported that the tip broke off inside of the patient.